Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: during investigation, the black box showed evidence of an unexplained pump reboot. During visual inspection, the battery compartment was found to be cracked from the top to the cover. There was no damage found to the battery cap. The pump intermittently powered on with the returned battery cap. Due to the intermittent power issue, some steps were unable to be tested. The original complaint of the power issues with damage was duplicated during investigation. Additionally, a battery compartment leak was found and there was moisture corrosion found in the battery compartment. Other parts of the pump did not have any moisture present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.